Event description:
Caller reported an issue with the pump display where the left side did not show all information, affecting their ability to interact with the device. There was no adverse impact on the customer's blood glucose level. As a corrective action, the pump was replaced by technical support. The customer was informed about the replacement and instructed to allow the battery to deplete before returning the pump using a pre-paid label and return box. The customer was advised to continue using the current pump as backup therapy, and the shipping address was confirmed.